Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As of this time, this device remains in service. No adverse patient effects were reported.